Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient "had developed hard nodules in the areas where juvéderm® volux¿ was injected after a (non-device related) infection. The hyaluronic acid depots are hard to touch, but not warm or sensitive to pain. The patient is taking ibuprofen." Symptom status not provided.